Event description:
It was reported that customer experienced continuous glucose monitor error message while using sensor. There was no information provided regarding impact to customer's blood glucose level. Customer contacted support, received instructions for full pump reset, and completed reset with guidance, after which pump no longer displayed error message, and no further actions were reported.